Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8204967 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd needle 27x1/2 rb leaked during use. The following information was provided by the initial reporter: verbatim: "complainant reported that there was a pinhole on the side of the needle and thus during administering, instead of the entire dose exciting from the opening, some of the liquid came out of the pinhole on the side.¿